Manufacturer narrative:
Device evaluation: off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The device evaluation of evo-fc-10-11-4-b lot c1559483 could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to a pmcf study ¿mdr2052¿ to capture ¿stent migration¿ manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1559483 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree. There is evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device. The instructions for use, ifu0062 which accompanies this device, states ¿¿the device is used in palliation of malignant neoplasms in the biliary tree. Its is known from the available information that the stent was used to treat angiocholitis.. It is likely that the off-label use of the device contributed to its migration. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the pmcf study stent migrated 40 days post placement. Confirmed quantity of 1 device, confirmed used. The patient did not experience any adverse effects due to this occurrence. The patient required a new stent to be placed as treatment for the stent migration. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU with respect to the intended use of the device.

Event description:
Complete MDR being submitted due to completion of the investigation on 24-oct-23. Brief description doesn't fit in field: device issue: stent migration, inability to function, not documented, replacement; yes, direction: not documented, degree: not documented, no contributing factors documented, description of event: device issue: stent migration, relationship: device: not related, procedure: not related, ancillary: not related, pre-existing: not documented. Deficiency: no. This complaint will capture 1x case of off label use for treatment of a benign condition ¿angiocholitis¿ which contributed to the stent migration (ae1) noted in the patient casebook.

Event description:
Brief description doesn't fit in field: device issue: stent migration, inability to function, not documented, replacement; yes, direction: not documented, degree: not documented, no contributing factors documented. Description of event: device issue: stent migration, relationship: device: not related, procedure: not related, ancillary: not related, pre-existing: not documented. Deficiency: no. Patient outcome: status: resolved, treatment: endoscopic, new stent: death: no.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.